Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a defective display was confirmed during product evaluation. The assignable cause was identified as "lines on the main display". This condition was addressed by replacing the main display. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a "defective display". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.